Manufacturer narrative:
(B)(4). An abbott field service representative (fsr) arrived at the customer site and reported that the operator reached across the top of the instrument to turn off the power switch at the back of the instrument, because the lab had a large shelving unit blocking access to the side of the instrument and the lab personnel are unable to access the power switch from the side of the instrument. The fsr stated that in order to gain access to the side of the instrument during the service visit, the facilities department was required to go into the lab to remove the shelves. There is no further information regarding this issue. The cell-dyn ruby system operator's manual, list number 08h56-01, revision d, contains information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the current investigation and the available information received, no product malfunction was identified for the cell-dyn ruby analyzer related to the reported issue. Evaluation method: review of complaint tracking and trending; field service intervention.

Event description:
While troubleshooting an aspiration error on the cell-dyn ruby analyzer, the technician reached over the analyzer to turn off the power switch and the sample probe went through her lab coat and fluid from the probe leaked through her shirt and onto her skin. The technician is a diabetic and wears an insulin pump and fluid from the probe got on the outside of the pump (no damage to the pump was reported). The technician's skin was not punctured. The technician has received a battery of tests and received seven injections/immunizations as part of a (b)(6 treatment. The technician will now be monitored with follow-up lab work at three, six and twelve month intervals.